Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which resolved the issue without recurrence, and advised the customer to call back if the malfunction reappears.